Manufacturer narrative:
Additional product evaluation information: as received, the valve presents severe host fibrotic tissue (pannus) over growth on the valve from outflow (ventricular) perspective. The pannus tissue extended onto the outflow surface of the leaflets and caused the leaflet retraction at the coaptation edge resulting in a large triangular shaped gap at the center of the valve in air. The pannus tissue also resulted in leaflet fusion at commissural area. Rod shaped host tissue, most likely the preserved subvalvular apparatus (i.e. Chordae), was observed on the sewing ring near commissure 1 from outflow (ventricular) side. A medium sized calcification nodule was noted in leaflet 1 near the free edge by x-ray imaging. Several small calcification nodules were also depicted by x-ray imaging in all three leaflets. Substantial damages were observed in sewing ring and the covering cloth, which most likely occurred during the valve explant. The severe host pannus growth appears to be at least partially related to the preserved native mitral valves. Although no functional testing was performed, the pannus related leaflet retraction and fusion and leaflet calcification appear to be severe enough to cause the malfunction of the valve in vivo.

Manufacturer narrative:
Evaluation summary: the clinical observation was confirmed. Based on visual analysis the host tissue restricted mobility in the leaflets which led to stenosis. Customer report of stenosis was confirmed due to calcification. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was minimal to moderate at the stent outflow and moderate at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 3mm, leaflets 2 and 3 at commissure 3 by approx 4mm, both on the outflow aspect. Host tissue folded the free margin of leaflet 1 onto itself by approx 3mm, the free margin of leaflet 2 onto itself by approx 3mm and the free margin of leaflet 3 onto itself by approx 2mm, all on the outflow aspect. Minimal to moderate calcification was observed in the cusp area of leaflet 1, minimal calcification was observed in the cusp areas of leaflets 2 and 3. Free margin of leaflet 2 exhibited minimal calcification. Hematoma was observed on leaflet 1 on the outflow aspect. What appeared to be subvalvular tissue was also observed near leaflet 3 on the outflow aspect. The x-ray demonstrated calcification, commissure 3 wireform distorted. These damages are most likely due to implant or explant. X-ray. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
DHR review. Additional manufacture narrative - the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral valve was explanted after an implant duration of approximately three (3) and a half years. The reason for explant was regurgitation, stenosis and severe central leak. The explanted device was replaced with a model 27mm mitral valve. Patient was reported to be stable.